Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that device unable to deliver full amount of insulin and hyperglycemia occurred with a bd pn 32g 4mm 5b xtw easyflow la. Being unable to deliver insulin occurred on 3 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: I have a (B)(6) year old daughter who was recently diagnosed with type 1 diabetes at age 10. It makes use of the basic and fast-acting insulins. I noticed in the previous 2 boxes a 3 defective needles. 2 in the penultimate box and 1 in the penultimate. But now, in this box that is not even finished, we have already been awarded 3 defective needles. In this specific case, she had hyperglycemia in an absurd way throughout the day, 444 of glycemia, because we did not choose to replace the dose when detecting that the needle was defective, because we were afraid that she would receive an extra dose and come to hypoglycemia occurs. It took 24 hours to settle again! Hyperglycemia controlled through use of humalog, patient is considered stable. Customer does not performing the flow test prior device use.

Manufacturer narrative:
Investigation summary at this time a company representative is not able to collect samples due to covid-19 concerns. Photos have been requested to aid in the investigation where appropriate. A thorough investigation utilizing other methodologies and available information will be completed to the best of our ability. Customer provided three (3) photos of used bd pen needles without tear drop labels attached. No samples were returned therefore the investigation was performed based on the photos provided. Consumer reported 3 defective needles. All three provided photos were examined and it was observed that all three pen needles exhibited bent non-patient end (npe) cannulas. No evidence of manufacturing defect was observed. Since all three pen needles were observed after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that device unable to deliver full amount of insulin and hyperglycemia occurred with a bd pn 32g 4mm 5b xtw easyflow la. Being unable to deliver insulin occurred on 3 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: I have a 13 year old daughter who was recently diagnosed with type 1 diabetes at age 10. It makes use of the basic and fast-acting insulins. I noticed in the previous 2 boxes a 3 defective needles. 2 in the penultimate box and 1 in the penultimate. But now, in this box that is not even finished, we have already been awarded 3 defective needles. In this specific case, she had hyperglycemia in an absurd way throughout the day, 444 of glycemia, because we did not choose to replace the dose when detecting that the needle was defective, because we were afraid that she would receive an extra dose and come to hypoglycemia occurs. It took 24 hours to settle again! Hyperglycemia controlled through use of humalog, patient is considered stable. Customer does not performing the flow test prior device use.

Event description:
It was reported that device unable to deliver full amount of insulin and hyperglycemia occurred with a bd pn 32g 4mm 5b xtw easyflow la. Being unable to deliver insulin occurred on 3 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: I have a 13 year old daughter who was recently diagnosed with type 1 diabetes at age 10. It makes use of the basic and fast-acting insulins. I noticed in the previous 2 boxes a 3 defective needles. 2 in the penultimate box and 1 in the penultimate. But now, in this box that is not even finished, we have already been awarded 3 defective needles. In this specific case, she had hyperglycemia in an absurd way throughout the day, 444 of glycemia, because we did not choose to replace the dose when detecting that the needle was defective, because we were afraid that she would receive an extra dose and come to hypoglycemia occurs. It took 24 hours to settle again! Hyperglycemia controlled through use of humalog, patient is considered stable. Customer does not performing the flow test prior device use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-10. H.6. Investigation summary customer returned (3) open 4mm, 32g pen needles without the tear drop label in a shelf carton from lot # 9085939. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, all three pen needles exhibited bent non-patient end (npe) cannulas. No evidence of manufacturing defect was observed. Since all three pen needles were observed after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.